Event description:
It was reported that while this implantable cardioverter defibrillator (ICD) was being implanted, there was noisy signals that caused pacing inhibition. The set screws were tightened, and all measurements were to be expected. The pocket was closed, but the pacing inhibition was observed again. The pocket was reopened, and the setscrew was completely out. A new device was implanted in its place. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).